Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission: 24-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the pump¿s black box data history showed no evidence of a power issue in the pump. During a visual inspection of the pump, it was observed that the battery compartment was cracked but the returned battery cap was undamaged and able to fit securely to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with no power issues occurring therefore the investigation was unable to duplicate the initial ¿power¿ complaint. The allegation of the pump damage was duplicated. The pump¿s cover was removed and there was corrosion in the battery compartment.